Event description:
It was reported that an m.blue plus(#fx824t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 65 years gender: male.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage were determined permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the progav 2.0 operates within the accepted tolerances in the horizontal position, while the m.blue does not operates within the specified tolerances in the vertical position. An accelerated outflow of m. Blue could be determined. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. Braking force and brake function test: the brake function test has shown that the braking function of both valves works as expected and that the braking force is within the specified tolerances. Internal inspection: after dismantling of the valves, deposits were found in m.blue. Results: based on our test results, we can determine an accelerated outflow at the m. Blue. The deposits visible in the valve have led to the change in the flow rate. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. Based on our test results, we cannot detect any functional deviations or other abnormalities in the progav 2.0. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.